Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or complaint database search was not possible as the product codes and lot codes required were not provided. The investigation could not draw any conclusions about the root cause of the cracked patient tibia; however, provided medical records suggest proximal tibial osteolysis was a possible contributing factor. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this product was incorrectly added to the complaint.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 2/27/2014-medical records received. A correct doi and dor was received. After review of the medical records the crack in the proximal media tibia occurred during the (B)(6) 2013 revision operation. The revision operative note also indicated there was loosening of the tibial component and osteolysis. The unknown depuy univerisal stem is being changed to an unknown depuy insert. It should be noted that the cement used wasn't a depuy product. There is no new additional information that would affect the existing MDR decision.

Event description:
Medical records received and during a revision operation a crack occurred in the proximal medial tibia during the last centimetre of impaction. The crack was longitudinal along the medial aspect of tibial tubercle and there was another crack that was already present posteriorly where the posterior medial bone was missing. The tibial tray, universal stem, and tibial sleeve are being reported.